Manufacturer narrative:
(B)(4). Delivery device was returned to the factory for evaluation. The loading device was not returned for evaluation. Signs of clinical use and evidence of blood were observed. The tension spring assembly remained in the delivery tube in the pre-deployed position. The seal was loaded inside the delivery tube. The seal was observed to have a crack in the outermost portion of the seal. The blue slide lock was dis-engaged and the white plunger was depressed on the delivery device. There was blood on the delivery device indicating that there was an attempt to introduce the device into the aorta. Based on the return condition of the device, we were unable to confirm the reported failure mode "fitting problem" but confirmed for the analyzed failure mode "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm device did not load correctly and therefore did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm device did not load correctly and therefore did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.